Event description:
It was reported that the patient presented in clinic. The patient's right ventricular (rv) lead exhibited unspecified oversensing and was scheduled to be replaced. During replacement procedure, it was noted that the patient's rv lead and right atrial (ra) lead exhibited insulation damage. The patient's ra and rv leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of insulation damage and unspecified oversensing were confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found 13.8 ¿ 14.1 cm from the connector pin breaching the outer insulation and exposing the outer coil. The cause of the reported events was due to the external insulation abrasion found which is consistent with friction to the device can.